Event description:
While tightening a screw during an orthopedic surgery, the driver tip broke off in the screw head. The broken portion of the driver tip could not be removed from the screw, which was fully seated, and was left implanted.

Manufacturer narrative:
A visual examination under magnification was performed. A torsional twist was found along the hex portion of the driver. Driver tip twisting and breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. No definitive conclusion can be drawn without additional information. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this driver break.